Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the site's imaging system displayed a "scan stopped due to exposure problem" message during a 2d image acquisition multiple times during a case. It was noted that the site was able to take 2d images, but noted that the first image taken after this message was pixelated with black lines going across it. The site was able to clear the message and retake the scout shots. There was no delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: a manufacturer representative went to the site to test the equipment. It was reported that the hand switch was replaced to correct the intermittent exposure issue. The imaging system then passed the system checkout and was found to be fully functional. Codes d02, b01, and c07 apply to the system. Codes d15, b17, and c20 apply to the hand switch. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the 2d image was taken. No 3d spin was acquired.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.